Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and noticed dried cleaner around the temperature control module. The fse observed the lower sheath tubing was dislocated from the red fitting at the top of the temperature control module and replaced this tubing with a new one; then primed the vcsn (volume, conductivity, scatter "multi angle") module, ran latron, reproducibility and controls all within specification and no further report of any leakage. (B)(4).

Event description:
Proservice (instrument monitoring software) triggered a "latron out of range 3 times in 2 days" message on the customer's unicel dxh 800 coulter cellular analysis system. The customer was called and during troubleshooting, discovered approximately 50 ml of a light blue colored liquid contained inside the analyzer from an unknown source. Service was dispatched. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.